Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that right atrial (ra) lead exhibited high thresholds. It was noted that the lead was bent at the tip and near the helix, a possible fracture was suspected. The lead was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end of the lead were bent. The distal connector of the lead was extrinsically bent. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.